Manufacturer narrative:
An additional lot number was reported (lot #m017214). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin leaked from the bottom of the cartridge when it was filled with insulin. The customer's blood glucose (bg) level was not impacted by the cartridge leaking. Also, it was reported that multiple occlusion alarms occurred. The customer's bg level was 430 mg/dl and it was addressed with a correction via the pump. During the system check with tandem technical support, it was determined that the cartridge should be changed. The customer loaded a new cartridge successfully.